Manufacturer narrative:
No injuries, procedure delays or cancellations were reported as a result of the event. A steris service technician arrived onsite to inspect the amsco 5052 washer and found that the pipe to the hot water inlet required repair. The technician reinforced the importance of safety precautions with user facility personnel. The amsco 5052 operator manual states (p. 1-2), "to prevent slips, keep floors dry. Promptly clean up any spills or drippage. For spills or drippage of detergents or other chemicals, follow safety precautions and handling procedures set forth on detergent or chemical label and/or safety data sheet (sds)". A steris quality specialist confirmed the leak was contributed to the inlet pipping which allowed for water to leak from the unit onto the floor. The amsco 5052 washer was repaired and found to be operating according to specifications. No additional issues have been noted.

Event description:
The user facility reported their amsco 5052 washer was leaking water onto the floor.